Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon completion an angioplasty procedure in the subclavian stenosis, the pta balloon allegedly had issues deflating into it's original shape. It was further reported that the balloon had retraction issues and had to be removed with the sheath, as one unit. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned inside the user's introducer sheath. A complete break of the proximal balloon weld was identified with the distal weld intact. Therefore, the investigation is confirmed for a weld break and unconfirmed for a balloon detachment. Additionally, stretching was noted to the inner guidewire lumen, and the balloon was pulled distally over the distal tip; slight flaring of the introducer sheath was also noted. Therefore, the investigation is confirmed for sheath related retraction issues. However, the investigation is inconclusive for the reported deflation issue as the device was unable to be functionally tested due to the device damage (e.g. Balloon weld break). It is possible that an issue with deflating the balloon could lead to retraction issues through the sheath and a subsequent break of the proximal weld joint. Balloon detachment. However, the definitive root cause for the reported or identified issues could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that upon completion an angioplasty procedure in the subclavian stenosis, the pta balloon allegedly had issues deflating into it's original shape. It was further reported that the balloon had retraction issues and had to be removed with the sheath, as one unit. No further treatment was needed. There was no reported patient injury.